Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019- mar-11 (B)(4) (con): information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported the patient had a gradual return of symptoms and the patient programmer would not connect with the implant with or without the antenna. When asked whether there were any trauma/falls that could be related to this issue the patient reported they fell about a month ago. Patient was advised to follow up with their doctor, said they do not have a managing doctor for the device, and patient was sent a listing of other doctors in their area. Information was reviewed regarding use of the programmer and antenna. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: she continues to have issue with her symptoms. Patient had symptom issues starting about 6 weeks ago so she called her hcp who had the manufacturer's rep come out to help with programming. Patient stated she continued to have issues so she went back to the hcp and the hcp made some changes, but she is still not seeing symptom improvement and wondered if she should be calling the rep or hcp. It was reviewed that the hcp could call the rep in for an appointment. During the call, patient stated the programmer indicated she is on p3 at 4.2 v with stimulation on. Patient increased to 4.8 v and the stimulation felt comfortable. Patient mentioned she is handicapped so it takes her longer to do things. It was recommended the monitor symptoms now that an adjustment was made. No further complications were reported or are anticipated.